Manufacturer narrative:
An additional report is being submitted, due to accidentally overwriting the manufacturer narrative in the most recent supplemental report. B4, g3, g6, and h2 have been updated. H11 has been corrected. Per the instructions for use (IFU), arrhythmias and conduction system defects which may or may not require a permanent pacemaker implantation are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the tvr procedure. According to the literature review, and as documented in ew clinical technical summary for complaints, conduction disturbances/ heart block, atrioventricular conduction disturbances after tvr are associated with many patient related and procedural related factors, including preoperative comorbid status, the degree, and bulkiness of annular calcification, interventricular septal thickness, history of electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional aortic valve replacement (avr), where there may be localized trauma due to decalcification of the annulus and suture placement in the proximity of the atrioventricular (av) node or the bundles, the transcatheter heart valve may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tvr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although the exact cause of the event remains unknown at this time, it may be related to the factors and/or mechanisms mentioned above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time at this time.

Event description:
As reported from patient support, three days following a transfemoral transcatheter aortic valve replacement procedure with a 23mm sapien 3 ultra resilia valve, the patient passed away while undergoing pacemaker implantation. A care advocate stated the patient's valve 'worked too well and disrupted his heart rhythm'. There were no requests to speak with no allegations made towards any edwards devices. Per the medical record, since the discharge date post-tavr, the patient reported feeling incredibly fatigued, so bad that he was not able to go to dialysis 3 days post-discharge. He could not get out of his bed, so he called emergency medical services. He was found to be in complete heart block with heart rate in the 30s. The patient was transported to the electrophysiology lab table and the left chest wall was prepped. Prior to receiving any sedation, the patient became unresponsive. Initial assessment revealed absent pulse, and advanced cardiac life support (acls) was initiated. After continued acls, further attempts at resuscitation were discontinued after approximately 40 minutes of acls.

Manufacturer narrative:
A supplemental MDR is being submitted, due to medical records received. B4, g3, h2, and h11 have been updated. B5 and b7 have been corrected. Additional information has been provided in h6: health effect clinical.

Event description:
As reported from patient support, three days following a transfemoral transcatheter aortic valve replacement procedure with a 23mm sapien 3 ultra resilia valve, the patient passed away while undergoing pacemaker implantation. A care advocate stated the patient's valve 'worked too well and disrupted his heart rhythm'. There were no allegations made towards our devices.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias and conduction system defects which may or may not require a permanent pacemaker implantation are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the tvr procedure. According to the literature review, and as documented in ew clinical technical summary for complaints, conduction disturbances/ heart block, atrioventricular conduction disturbances after tvr are associated with many patient related and procedural related factors, including preoperative comorbid status, the degree, and bulkiness of annular calcification, interventricular septal thickness, history of electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional aortic valve replacement (avr), where there may be localized trauma due to decalcification of the annulus and suture placement in the proximity of the atrioventricular (av) node or the bundles, the transcatheter heart valve may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tvr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although the exact cause of the event remains unknown at this time, it may be related to the factors and/or mechanisms mentioned above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time at this time.